Manufacturer narrative:
Engineering comment: the events related to the primary event of ischemia/necrosis are already addressed in the labeling. The events dizziness, nausea and blood pressure decreased are assessed as related to the administration of nitropaste. No corrective/preventive action is needed. Manufacturer narrative: lot number was not reported and a batch record review cannot be performed. Pharmacovigilance comment: a causal relation between the events and the treatment seems possible. The injection procedure pr se resulting in a vascular compromise may offer an explanation to the events. The case report is assessed to fulfill the criteria for reporting to regulatory authority due to the intervention. Distribution comment: the case report does fulfill criteria for regulatory reporting.

Event description:
A report was received on (B)(6) 2016 at 13:30 pm from the nurse practitioner concerning a female patient in her 30's. She had no reported medical history or concomitant medications. She had previously been treated with juvederm voluma on the cheeks and restylane under the eyes or medial cheeks about six weeks ago from a different office. The patient was dissatisfied with the results with restylane; thus, was planning to receive treatment from the nurse practitioner. She had not had injections in the lip area. On (B)(6) 2016 at approximately 11:00 am, the patient was injected at the vermillion and wet dry border of the lower lip with approximately 0.75 ml of restylane-l via linear threading on the mental crease and medial lower lip and retrograde injection technique on the upper and lower vermillion border with a needle for lip augmentation. A topical numbing agent was applied. The injector started with the mental crease, but it was tender, so she waited longer. Two threads were injected at the vermillion and she applied two threads at the wet dry area of the lips. The nurse left the room to assist with another patient for five (5) minutes. When the nurse returned, the patient had a blanched lower lip; that then became dusky and with a large erythematous dusky pattern emerging. The reticulated pattern started after the blanching and extended from lip to mentum. The injector was unsure what injection caused the blanching. Immediately another injector began injecting hylenex (hyaluronidase) for a total of 3 ml or (450iu of hylenex). The medical lead came to clinic at noon and injected another 300iu of hylenex; the last 150iu was injected with a 1:1 of lidocaine 1%, injecting every 3 to 4 cm and firmly massaging. They did attempt nitropaste (glyceryl trinitrate) on the chin twice, but it washed off after one (1) minute with two attempts, but the patient complained of dizziness and nausea with each nitropaste application; thus, nitropaste was discontinued. The patient could not tolerate the product with faintness, nausea and a decreased blood pressure. No blood pressure value was reported. Aspirin 325 mg was given mucosally given at approximately 14:45 pm and the color of the chin returned pink, and the mottled look on the chin improved. The reticulated pattern started after the blanching and extended from lip to mentum. The blanching improved and resolved after 6 ml of hyaluronidase was applied, but the patient developed discoloration with purple racy reticular pattern from the lower lip to the chin and lower oral commissure lines. The patient received warm compresses, flushing and massaging on the area for a few hours. The owner of the facility and the medical director were notified of the event. The patient was discharged from the nurse practitioner's office to home with instructions for warm compresses and massaging every one to two hours and aspirin 325 mg orally once daily. On 02-may-2016, the nurse practitioner was contacted and provided further information: since the night on (B)(6) 2016, the patient reported noted an improvement in the discoloration. At night on (B)(6) 2016, the patient's lower lip turned purple and pink from bruising. The patient also reported peeling on the left lower oral commissure line with still slight discoloration remaining as of (B)(6) 2016 and a scab on the lower lip. The patient was followed up with two other injectors from the nurse practitioner's office over the weekend. On (B)(6) 2016, the injectors reported that the patient was healing normally and would be followed up later. Then nurse practitioner consulted her mentor, a plastic surgeon who suggested that the needle of the restylane-l might have lacerated the labial artery. The nurse practitioner noted that the symptoms of the event matched those from arterial occlusion. A follow-up report was received on (B)(6) 2016. The patient was seen today by the nurse practitioner and the physician. The patient was recovering well with slight sloughing at the left oral commissure. No papules or vesicles were noted. The patient had no complaint of pain. The patient was placed on 325 mg of aspirin for one week. A follow-up report was received on 03-may-2016 from the health care provider. The patient had some sloughing at left oral commissure. No open wounds. She did have bruising and flaking at the wet dry border that was healing and without an open wound. The patient was to seen on (B)(6) 2016.